Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: received product consisted of a taxus liberte stent delivery system (sds) with stent, coiled up inside the shelf carton. The shelf carton had "no cross" written across the front just above the product label. The received sds presented no damage. The balloon was tightly folded with the stent between the markerbands. A dried substance consistent with blood and contrast was found in the inflation manifold and throughout the guidewire lumen. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure foreign material was noted. While flushing the 2.25x16mm taxus liberte stent delivery system (sds) it was noted that some 'debris' came out of the end of the catheter. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported.

Event description:
It was further reported that the 2.25x16mm taxus liberte atom stent delivery system (sds) was advanced to the unspecified lesion and was unable to cross the lesion. When the device was removed from the patient and flushed it was noted that "debris" came out of the end of the catheter.